Event description:
During a craniotomy with small flap procedure surgeon was attaching the burr hole cover to the flap at the back table and noticed bone dust was building up under the screw heads. Surgeon attempted to tighten screws and two of the screw heads broke. It is reported screws snapped at the radius just under the screw head. The shafts of the two broken screws remain in the patients bone. Surgeon repositioned the burr hole cover and inserted new screws to complete procedure with no further problem. It was reported there was no harm to patient. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development event evaluation was conducted. A number of factors could have contributed to the screw breakage; if the patient had dense cranial bone, the screw was over tightened, or too much bone dust remained in the screw hole, the maximum insertion torque for the screw could have been exceeded. Mechanical testing was performed to ensure that the failure torque for these screws was greater than the expected insertion torque. There is not enough information to determine the exact cause of breakage for the device. The matrixneuro risk analysis adequately addresses the complaint event. One of the listed risks is that the screw breaks before being fully inserted into bone because the insertion torque exceeds the failure torque.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Only a portion of the head was returned was returned for evaluation. No full features remain. Visual examination is consistent with product complaint. No full features are available to complete dimensional analysis, incomplete screw returned.